Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had difficulty using the hot axios electrocautery to cut into the target tissue. When the physician successfully cauterized into the tissue, the stent prematurely deployed and came off the catheter. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.